Manufacturer narrative:
The reported impedance issues observed in the field were confirmed. Visual inspection of the extension showed the nitinol sleeve was broken in several places. Breaks in the nitinol sleeve reduces the rigidity of the terminal end making it difficult to insert into the header of an ipg. Recreation of the field scenario with a lab standard ipg, showed the extension could not be fully inserted inside the header of the ipg due to the broken nitinol sleeve. It was also noted there were set screws marks on electrodes 7 and 8 as well as 9. This indicated at multiple times during the procedure, the setscrew had been engaged without the extension being fully inserted into the header of the ipg. Not being fully inserted in the header can cause misalignment of electrodes that can cause impedance issues. The extension passed all electrical tests. The compromised nitinol is consistent with an overstress condition the extension was subjected to during the implant procedure.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22365. It was reported that, during an ipg replacement procedure, one of the patient's contacts was exhibiting high impedances. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein both extensions were explanted and replaced. Therapy was restored following the procedure.